Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported a blood leak that occurred two to three minutes into a patient¿s hemodialysis (hd) treatment. At first, an air leak detector alarm went off. The rn tried identifying where the air leak was coming from and noted blood on the base of the machine. By utilizing a gauze strip, the rn was able to trace the leak to the arterial chamber on the combi set. The rn believed there was a hairline crack on the bottom of the arterial chamber, where the hard plastic connects to the tubing that feeds into the blood pump. Reportedly, the location of the damage was hard to identify because the lines were filled with blood. The rn believes that air entered the system through the arterial chamber. There were no changes or disruptions in pressure which could have caused the issue. The patient was dialyzing on a fresenius 2008t machine and was using a fresenius optiflux dialyzer. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. It was confirmed that there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient successfully completed their treatment after being re-setup with new supplies on the same machine. The combi set was not available to be returned for physical evaluation, as it was reportedly discarded after use.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.